Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the doctor also stated another doctor had mentioned he'd been experiencing some breakage issues lately, and as I mentioned I had witnessed a couple with a different doctor lately but he is a bit rough when cracking the sheath." It was further reported "the customer does not want to log these as she felt the doctor was too rough and therefore more likely operator error." There was no medical intervention required. The patient's current condition is reported as "fine". Associate MDR number includes : 3006425876-2024-00926 .

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor also stated another doctor had mentioned he'd been experiencing some breakage issues lately, and as I mentioned I had witnessed a couple with a different doctor lately but he is a bit rough when cracking the sheath." It was further reported "the customer does not want to log these as she felt the doctor was too rough and therefore more likely operator error." There was no medical intervention required. The patient's current condition is reported as "fine". Associate MDR number includes: 3006425876-2024-00926 and 3006425876-2024-00994.